Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy procedure, at the video-assisted thoracoscopic surgery of lower lobe, of the patient with cirrhosis of the liver, the surgeon articulated the jaws to slightly left side, and approached to a6 from the dorsal side. They successfully fired the device, however when removing the cartridge from the tissue, they twitched and moved the device to the left side a little, resulting of the device tore main pulmonary artery and 2500cc of bleeding occurred. The surgeon switched to open chest surgery. The surgeon said the tissue was weak, however he/she also considered this event caused by the device twitching. The surgical time was extended by more than 30 min. There was tissue damage. The patient had received blood transfusion as a result of the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.